Manufacturer narrative:
Submit date: 8/16/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports: the manager of lab tech operations observed that there is no resistance when plunger is pulled back. Staff noticed that when drawing patients, they are getting a lot of air in the syringe. In one example, the syringe was already very loose even without priming. The customer states the plunger did not have a tight seal with the barrel.

Manufacturer narrative:
Submit date 10/18/2016. An investigation of the reported condition was performed. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A single syringe was returned for plant evaluation. The rubber tip was found to have been an incomplete part from the vendor. The sample was large enough to pass the in process vision systems but was not adequate for making a complete seal with the inside of the barrel. The return sample confirmed the reported condition for a single instance of an incomplete rubber tip being assembled into the syringe. The rubber tip was not fully formed from the vendor. The customer also reported that they were experiencing issues with air in the syringe, which would not be due to a short shot rubber tip, but more to do with the connection of the barrel to the adaptor. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. A DHR review was conducted. During production, there were syringes visually and physically inspected with zero issues noted in either category. The return sample showed that there was an issue with the rubber tip. The rubber tip was not fully formed from the vendor. There are incoming inspection tests that must pass prior to all raw materials being received. All approved suppliers must be qualified prior to material purchases to confirm all standards are met. Material is not 100% inspected and the vision system on the assembly process confirms that a rubber tip is present. It is not accurate enough to confirm there are no slight short shot rubber tips assembled. Major short shot rubber tips will not feed through the process. A communication will be sent to the supplier to heighten awareness of the reported condition. There has been investigation into the secondary condition of air in the syringes and it was found through initial testing that the condition cannot be replicated using the medtronic blood collection/infusion set adaptor. There are two tools that mold barrels for this assembly line. All parts were gauged. All tapers were within the specification. The most probable root cause is the specification interference with the medtronic 6ml syringe and the bd butterfly adaptor, as the reported condition could not be replicated with the medtronic monoject blood collection/infusion set. A corrective and preventative action (CAPA) has been opened to investigate the reported condition concerning air in the draw.